Manufacturer narrative:
(B)(4). **** event evaluation **** during the course of the investigation, a review of the complaint history, quality control, specifications, and trends of the product was conducted. The complaint device was not returned. However, based on the information provided the root cause of the separation was due to the laser contacting the wire guide. There is no evidence to suggest the product was not manufactured to current specifications. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a ureter stone litho procedure on the female patient, the wire tip broke and was retrieved with a basket. The laser tech stated the doctor's laser hit it, resulting in the breakage. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
During a ureter - stone litho procedure on the female patient, the wire tip broke and was retrieved with a basket. The laser tech stated the doctor's laser hit it, resulting in the breakage. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.